Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. Customer reported a scraping noise heard from the insulin pump. Customer's blood glucose was unknown. The customer stated the noise was heard at random times during normal use. The customer stated they buttons were not pressed or accidentally pressed. The customer's insulin pump will be replaced. The customer declined to return the insulin pump for analysis.